Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the solution bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This event occurred during dwell 4 of 6. The registered nurse (rn) stated there was air in the supply lines and in the drain line. During troubleshooting, it was noted that there was a loose connection from the homechoice cassette to the supply bag. The renal therapy service agent had rn close the clamps and cycle the power to the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.